Event description:
It was reported that during hospitalization, the pt experienced a neurological event and left upper extremity ataxia. The start date was in 2005 and the stop date was two days later. No action or treatment was taken. The outcome was resolved.